Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the positive culture test could not be determined. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ additionally, the final root cause of the dirty light guide lens was unable to be determined. However, it¿s likely the light guide lens peeled off due to physical stress from hitting dropping distal end, and/or chemical stress from the chemical used at the facility, which led to moisture invasion of light guide lens and corrosion. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the device inspection, which confirmed the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation, as well as the positive culture test results reported by the customer. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified gram-positive bacteria which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. It was unspecified if the facility delays the start of precleaning on the equipment after use. The steps taken during the precleaning, and manual cleaning process were not provided. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. It was unknown what machine is used for automated endoscope reprocessor (aer) treatment. The scope is dried using blew by filtered compressed air is stored ¿under a vacuum.¿ the customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was uncovered that the light guide rode lens 1x was cracked. It was also uncovered that the glue of the charge-coupled device cover lens was porous. It was observed that the angulation knob in all directions were less than the specified values. It was also observed that the connecting tube had shakiness. Lastly, it was observed that the distal end of the biopsy channel was less than the specified value. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 100 colony forming units (cfus) of stenotrophomonas maltophilia. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.